Event description:
It was reported that prior to use, when bur was attached and used, a 2-mm wobbling was observed. The distance between the stapes and facial nerve was about 1 mm, so the bur tip could not be positioned to the stapes. The vibrating device was used on the patient. However, the space within 1 mm had a 2 mm blur width, so the target site has not been reached. The procedure was extended for 15 minutes. There was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis was completed, there was no contamination on the product. There was no damage to the diamond tip. Under the magnification, there were traces of striations near the proximal end of a red sleeve, at the distal end of a short white sleeve, and on the shank. The actual bur length measurement shall be 3.850 (+0.015, -0.010) inches and measured 3.851 inches, and the outside diameter of the shank measured 0.0580 inches. Functionally, the bur was securely seated into skeeter handpiece and ran from 1000rpm to approximately 5000rpm and wobbled. The wobbling was less noticeable after rpm was increased from 5000rpm to the maximum 16000rpm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.